Event description:
The account stated an architect i2000sr analyzer generated discrepant bhcg results on a patient sample. The sample was tested in duplicate on the first run and the results were 14.53 miu/ml and 15.02 miu/ml. The sample was then retested in duplicate and the results were 13.27 miu/ml and 26.14 miu/ml. The qc was within range. The customer believes the positive result of 26.14 miu/ml is incorrect as the patient is not pregnant. There was no adverse impact to patient management reported.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, the architect i2000sr serial number (B)(4) generated inconsistent b-hcg patient results. A patient had initial b-hcg results of 14.53 and 15.02, and repeat results of 13.27 and 26.14. The 26.14 positive result was suspected to be an erratic result. The patient was not pregnant. The erratic patient result was not reported outside of the laboratory, and there was no adverse impact to patient management, due to the inconsistent b-hcg results. The customer replaced the three wash zone 1 probes to resolve the inconsistent result issue at the request of a field service engineer. The customer performed a b-hcg precision run using 10 control samples and the results were o.k. The architect system operations manual (revision 96211-109, section) was found to contain adequate information to resolve inconsistent results. The manual lists multiple probable causes for inconsistent results including bent or damaged wash zone probes. The total b-hcg package insert (B)(4) was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis, it is important to follow the routine maintenance procedures defined in the architect system operations manual for optimal analyzer performance. The insert also notes patient results should be used in conjunction with other data. An abbott service history review found no additional incidents of architect i2000sr serial number (B)(4) generating inconsistent results have been documented since the customer replaced the 3 wash zone probes. The current rate for architect i2000sr erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The probable cause of the inconsistent b-hcg patient result was malfunctioning wash zone 1 probes. The actual cause of the suspect patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the architect i2000sr analyzer list no. 03m74-01 related to the issue under investigation. The final report.